Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4: catalog no- correction. G3: date received by manufacturer ¿ additional. H2: additional information/correction.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem ¿ correction g3: date received by manufacturer - additional h2: type of follow up - correction/additional information h6: type of investigation - correction h6: investigation findings - correction h10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.